Event description:
Event description cpi received information that this two days after implant this selute picotip bipolar lead became dislodged. The physician performed an invasive procedure and was not able to reposition this lead. The lead was explanted.